Manufacturer narrative:
Condition is addressed in the package insert. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint histories, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "the oxford unicompartmental knee fails at a high rate in a high-volume knee practice" which discussed the results of oxford partial knees that were implanted in patients. The study was conducted over a period of three years (2005-2008) and involved seventy-seven (77) patients. This complaint is reporting the (B)(6) female revised due to femoral and tibial loosening. There has been no further information provided and the patient outcome is unknown.